Event description:
It was reported that customer was getting multiple no delivery alarm. Troubleshooting was done. Customer's blood glucose was unknown. The customer was advised that there could be possible site or set occlusion and was advised to do a complete set change. Advised customer that infusion set and reservoir would be replaced. Customer will be returning the infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.